Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received hardware low level failure. Customer's blood glucose was 203 mg/dl. Customer troubleshoot was performed. Customer was advised to that the insulin pump will need to be replaced and go to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump alarmed hardware low level failures during self test and pump trace download confirmed hardware low level failures (variable 3),problem isolated to the keypad. Insulin pump passed the displacement test.